Manufacturer narrative:
H2) additional component added. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801071, lot #: -, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that the passive planar blunt would intermittently flicker in the tracking window. The passive planar blunt had 3 green and 2 red spheres in the software. The geometry error was 0.9mm, but the user eventually was able to verify the instrument. There was a less than one hour surgical delay. There was no impact on patient outcome. Troubleshooting included: confirming the spheres were dry, clean, and fully seated. The manufacturer representative (rep) confirmed the reference frame was visible and not flickering in the tracking window. Another passive planar blunt was also flickering. Rep changed the spheres to no effect. Rep swapped out the system with another system to no effect. Rep cleaned off the camera lens to no effect. - rep repositioned the camera to no effect. Moving backward in the software did not resolve the issue. Rebooting the system did not resolve the issue. Additional troubleshooting information was received. It was reported that in self-test, it looked normal. The clinical specialist (cs) was able to verify the navigus probe, touch and go pointer, and the passive planar blunt. Tracking details showed under 0.5mm for all instruments and the reference frame. Cs reported the navigus probe was flickering then she swapped out the spheres and it stopped flickering. Cs reported that there were 2 spheres on the passive planar blunt that had "chunks taken out" of the silver, but it would still verify.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version: 2.1.0, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h3: logs were received and software analysis was completed. The logs were reviewed and three application session logs were found from the date of the issue. In the first session, the procedure used was shuntem, while the second and third sessions involved the tumorresectionoptical. The passive planar was added in tumorresectionoptical procedure in second and third session where user went until the registration task. The sessions did not capture any localization errors. However, the logs recorded few (196) instances of "infrared interference error" warnings, likely due to ir interference. This interference could stem from various factors such as line-of-sight obstructions, dirty or damaged spheres, reflections of ir light from external sources, or thermal interference from nearby heat sources. Despite these observations, the root cause of the reporting behavior remains unknown from the logs. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The camera batteries were dying, hence why the optical instruments were having issues. The cameras were replaced in other cases and no further issues had been reported.